Manufacturer narrative:
The failure investigation has been completed and the alleged unreadable touch screen issue was verified. Additionally, the alleged touch screen cracked/shattered/scratched issue could not be verified and a different issue was identified.

Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.